Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that the up arrow button had gradually lost responsiveness over a six month period. The patient denied any physical damage or trauma to the pump and denied moisture damage. The patient indicated that the pump was worn in a pocket and was not cleaned. There is no reported adverse event with this complaint. This report is being made due to a keypad malfunction allegation.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up button was found to be unresponsive. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.